Event description:
It was reported that the shuttle "popped off" the device when the patient was being moved causing the patient to become extubated. It was further reported that the patient had to be re-intubated and no further issues were noted as a result of the extubation.